Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. The cse refurbished the reagent dispensing pump 1 and the reagent wash pump 1. The cse replaced the reagent probe 1 valve 1 and check valve and primed the pumps. The cause of the discordant calcium_2 results is unknown. The cse successfully ran a precision test. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium_2 results were obtained on ten patients on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were automatically repeated on the same instrument and reported to the physician(s). There were no known reports of adverse health consequences or patient intervention due to the discordant calcium_2 results.